Event description:
The customer reported tht the unit displayed a "system failure cycle power" message and failed to power off.

Manufacturer narrative:
Philips evaluated the unit and verified the reported failure. Replacing the power pca resolved the issue.